Event description:
A report was received regarding an im nailing to the left femur on a patient following a motor vehicle accident. It was reported that during the tfn procedure, the set screw broke. X-rays were taken to confirm that the set screw was properly seated. The set screw was locked down but reportedly, not functioning as intended. On x-ray, it appeared that the set screw was not fully inserted and confirmed that the set screw was not functioning by the manual routine set screw. The surgeon removed both the set screw and the nail. It was found that the tang had broken into several pieces inside the nail. The surgeon removed the set screw and nail and exchanged with the equivalent product. The surgeon removed the existing locking mechanism that came with the nail and manually inserted the set screw. It was reported that the case proceeded to completion without further incident. This is report # 2 of 2 for the same event.

Manufacturer narrative:
A manufacturing evaluation was conducted. There are minor marks from implantation and surgery. Verified material, passed. Full dimensional inspection to requirements found no out of tolerance features. A review of the device history records for manufacturing revealed no complaint related issues. A product development evaluation was conducted. The submitted nail has wear marks within the posterior surface of oblique hole. The posterior lateral edge of the oblique hole has an indent/impact mark. The helical blade tip has a similar indent/impact mark on one of the flutes of the helix that matches that of the nail. The helical blade has helical scrape marks along shaft. The tfn set screw was not submitted with the complaint, but a picture of it was. The wear markings within the posterior surface of the nail suggest that the helical blade insertion instrumentation was not aligned properly. This, and the fact that one of the flutes of the helical blade had a gouge, suggests this same assumption. It was reported that the tfn set screw was not backed up, per the technique guide, once the insertion handle and connecting screw were attached to the nail. Failure to do so will result in a similar incident as to what happened in this case. Due to the tolerancing of the tfn system, it is necessary to back up the set screw (turn counter clockwise) once the tfn connecting screw and insertion handle are assembled to the nail. Due to the error in technique, there does not seem to be an apparent design issue.

Manufacturer narrative:
The device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. A review of the device history record has been requested.

Event description:
This report is #2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis.